Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing exhibits slight melting and partially erased blue arrow at the open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 50525 joules; 10:37 minutes of use, fiber tip damage was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber (384,836 joules used). No injury to patient was reported.